Manufacturer narrative:
Additional information: investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, as well as dimension verification and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one pmg cope wire was returned to cook for investigation. The wire was returned in two segments. The distal section measured 19.6cm, while the proximal section was 20.7cm. The separation site appeared to have been cut, as the break was very clean. The outer diameter of both the distal and proximal ends of the separation were within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information as received noting that the wire was not manipulated. The needle was pulled out of the patient, with the microcatheter threaded over the wire. When the dilator was pulled back, the wire separated.

Manufacturer narrative:
Occupation: unknown healthcare professional. PMA/510(k) number: k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, the wire of a micropuncture transitionless access set separated in half. As the user was inserting the sheath, the tech "could tell that the wire had broken". The sheath was removed and the broken wire was sticking out of the patient. The wire was manually removed from the patient. The procedure was completed successfully and the patient is reportedly "ok". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.